Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6): product type recharger this report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs. Note that the supplemental has already been sent, this correction was sent with the updated aware date of the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. The patient reported difficulty charging the implanted neurostimulator and they have not recharged their ins since (B)(6) 2023. Pt said when they tried to use this recharger at the beginning of last week the lights were flashing rapidly green, they left it on the dock over 24 hours but it would not get charged. Pt said they contacted a rep sometime last week and the helped them do troubleshooting, they held down the power and tried different cords and outlets but could not get it to resolve. Pt said they had not left it on the dock plugged into power when not in use. The issue was not resolved by troubleshooting an email was sent to repair to replace the device. Additional information was received where the patient reported the rep dropped off the charger they were currently using today but it will not charge their ins, they already contacted (B)(6) who tried troubleshooting and could not told to call pats. Pt said, they actually have it connected (they were connected to recharge) but it has been on over an hour, it disconnected and then gave code 4101 (B)(6) had pt do hard reset and try again but it is still doing it again. Not charging, it shows excellent but was flashing red at the bottom of the battery . The following troubleshooting steps were performed: reset the handset, reset the charger and after trying again pt got the error 3167, dismissed it and got recharging excellent the ins battery was 10 percent therapy was off. After a few minutes the charging connection was lost. Pt restarted the handset and charger again but repositioning the charger did not resolve the issue beeping was continuously heard and pt said they felt zapping sensation. Recommended a thin layer of clothing between their skin and the charger and pt added a thin layer of clothing during the call however was unable to connect to start charging again. The issue was not resolved through troubleshooting. Pss recommended pt return the reps recharger to him. Pt said they would drop it at their doctors office. Other medical history: pt said they turned therapy off in (B)(6) 2023 when they got a bladder sling. Pt said they have not had luck with it and they want the stimulator removed, they've been through many programs and it doesn't work. Pss did not ask event date for this because pt provided a lot of confusing information. Patient said they need to get an MRI of their stomach.